Manufacturer narrative:
Device had reservoir tube lip completely broken off and test reservoir unable to lock or click into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had reservoir compartment cracked and reservoir could not lock in place. The patient¿s blood glucose level was 8.9 mmol/l at the time of the incident. Reportedly, connection with reservoir compartment broken, ring is missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.